Event description:
The dealer states the left crossbrace3 broke where the screw hole is. She states they alleged they were pushing him up to the table and states it collapsed, but the patient didn't hit the floor. The dealer states the customer is spastic, 1-3 years of use, facility setting. No additional information.